Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor glucose readings vs blood glucose readings were greater than 20% with threshold suspend. The customer's blood glucose at the time of the incident was 230 mg/dl. The customer reported sensor glucose of 93 mg/dl. The customer reported that insulin deliver was suspended due to sensor glucose vs. Blood glucose differences. The customer was assisted with troubleshooting. The sensor will not be returned for analysis.